Event description:
The manufacturer sales representative reported that the ramp assembly snapped during at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The ramp assembly may break into small pieces, posing the risk of a small component becoming lost in a surgical site.